Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product sample was received; therefore, root cause could not be determined. No corrective actions were taken because complaint could not be duplicated due to product sample not being returned.

Event description:
It was reported that the cuff would not inflate symmetrically. They tried to inflate it with sterile water for about ten to fifteen minutes and could not get it to inflate entirely. No patient injury reported.